Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After impacting the size 50 gription sector cup, the surgeon was unable to unscrew the cup from the pinnacle cup inserter. We believe it could have been cross-threaded or the threads were damaged.